Event description:
Possible overdelivery reported. The pump was in home care use to infuse morphine 2000mg/100ml (20mg/ml) at 10mg/h, continuous only delivery. The home care nurse reported that the IV container was supposed to last 8.3 days, but it was empty after 6 or 7 days. The pt did not experience any signs of oversedation or any other adverse effects. No add'l info was available.